Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone (25 mg/ml at 4.683 mg/day) via an implantable pump for non-malignant pain. It was reported that the patients pump was alarming due to a motor stall. The caller stated that the patient had not had an MRI. A pump replacement surgery was already scheduled for (B)(6) 2021. It was noted that the patient experienced withdrawal symptoms and were given oral medication.